Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device could not be interrogated. After applying a magnet, the interrogation was successful. The device successfully completed a software update. There were no adverse patient effects. The device remains implanted.